Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy and spinal pain. It was reported that the patient had a new pain that was not associated with the therapy or the device. It was reported that the new pain started about two months ago (2019). It was reported that the rep did an impedance check of the patient¿s system and found a bunch of contacts that were out of range. It was reported that contacts 6, 8, 9, 10, 11, 12 and 13 were showing readings of greater than 4,000 ohms. It was reported that the patient had good relief with therapy up until they had a ¿new pain¿ that started about two months ago. It was indicated that the patient did not remember falling, any traumas, getting hit or anything that could have prompt the issue. A connectivity check was also performed showing the same contacts being out. It was reported that the rep programmed around the contacts that were out of range today and they were able to provide stimulation and coverage that the patient needed. It was indicated that troubleshooting resolved the reported issue. The impedance issue was discovered on (B)(6) 2019. The patient¿s new pain started about two months ago (2019). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep performed an impedance check and electrodes 3, 4, 6, 8-15 were all orange to avoid. The patient continued to see the settings not available screen, so they decided to move to a lead revision. The revision was planned, but it had not yet occurred. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-11-07. It was reported the controller screen displayed a settings not available message. The patient reported that when he goes to change the intensity the controller says cannot provide the desired intensity settings. The patient reported that this has happened about 6-7 times since the first of the year. The patient reported that manufacturer representative (rep) told the patient that he has tried everything he knows and the next time it happens to call manufacturer. The patient has taken the battery out, reset it, or he will switch to another setting then come back. The patient recharges every night and was currently fully charged. The controller shows 100% and meter shows 60%. A has 2 programs: 1 is at 9.2 and 2 is at 6.5. He has tried both and the settings ware not available on either. Patient reported the setting he uses during the day is too high to lay down with, so he drops them down at night and next morning when he tries to take them up sometimes it will not go back up. Patient said he has the kind of stimulation that he feels: problem is if he takes it down it may not come back up. The patient said he likes it high. During the call, the patient synced and did not have access to pw or rate. It was reviewed the use of high therapy parameters can lead to high current draw, resulting in out of regulation (oor). Consider decreasing intensity until oor clears. The patient was redirected to the healthcare provider (hcp). Patient reported electrode pairs have an impedance measurement of >4000 ohms. The patient said he met with the rep and hcp and they determined the fire points on his leads were not working and they were going to replace the whole mechanism. It was not yet scheduled but could be performed the following week. The manufacturer representative (rep) also reported that the revision had not yet been scheduled and the leads would be sent back. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 lot# unknown serial# implanted: (B)(6) 2017 explanted: (B)(6) 2019 product type lead product ID 977a260 lot# unknown serial# implanted: (B)(6) 2017 explanted: (B)(6) 2019 product type lead h3: analysis of the lead found all conductors were broken 17.5 cm from the distal end. Analysis of the lead found conductors 0, 1, 3, 4, 5, and 6 were broken 16.8 cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.